Event description:
On september 3, 2025, an impulse dynamics field representative received confirmation that a patient implanted with an osm ipg had their device explanted on (B)(6) 2025. The patient had developed tricuspid regurgitation, which per the physician necessitated an explant of the osm ipg. The explanted device is expected to be received by impulse dynamics USA in marlton, nj for evaluation and confirmation of functional status at the time of explant.